Manufacturer narrative:
The event occurred during a diagnostic cycle; no instruments were present in the system 1e processor. The user facility stated while running a test cycle the unit began to leak water. To stop the water leak, the diagnostic cycle was cancelled, and the facility turned off the water supply to the processor. A steris service technician arrived on site, inspected the unit, and identified the filter housing cap to be missing. The technician replaced the housing cap, ran a test cycle, and confirmed the system 1e processor to be operating according to specification. The most likely cause of the event is that the user facility did not replace the cap on the filter housing after replacing the filter. The technician notified user facility personnel of the need to check for the filter housing cap prior to the start of a cycle. No additional issues have been noted.

Event description:
The user facility reported their system 1e processor was leaking water. No injury, procedural delay, or cancellation was reported.